Event description:
Philips received a complaint on the intellivue info center ix indicating that there was no alarm from the central stations. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and had them reboot and replace the batteries, but the issue remained. The rse advised the customer to send the device back for repair. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was no alarm from the central stations. It is unknown if the device was in use at time of event, and there was no adverse event reported.